Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and there were placement signal not reliable alarms. The impella and automated impella controller (aic) were replaced.

Manufacturer narrative:
The investigation for the reported console (aic) loss of opm data has been completed. The console was returned for evaluation. The console was visually inspected and the failure mode could not be reproduced in the lab without manually inducing an air gap. The front optical connector was inspected and cleaned showing a clean contact surface. A known good pump and purge line was run for about 2 hours without any abnormalities. The root cause for the placement signal not reliable alarm could not be determined. The failure mode could not be reproduced in the lab without manually inducing an airgap. To conform with updated procedures, section d6 & has been revised with updated information.